Event description:
During preparation for cardiopulmonary bypass, the air detection sensor indicated the presence of air, even though no air was present. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.